Event description:
It was reported to covidien on 07/30/2009 that a customer had an issue with an scd foot cuff. Customer states pt had poor vasculature in extremities and pt was wearing ted stockings and scd express foot cuffs. The next morning after surgery, the foot cuff had imprinted around the top of the foot, toes, and heel leaving black, blue and burgundy marks. Cuffs and stockings were removed and bruising continued to get worse. Skin breakdown on the heel progressed to a stage 2 pressure ulcer.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.